Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not received. However, a photograph was received for evaluation. The reported condition was confirmed via photographic inspection. The image showed residual fluid still remained inside the bladder. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced underinfusion of an tazocin 13500mg after 24 hours. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.